Event description:
Patient's father contacted dexcom technical support on (B)(6)2014 to report intermittent out of range signal on (B)(6)2014. Dexcom technical support had the patient's father perform a reset and the reset was unsuccessful for reported issue.the patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The root cause was determined to be a defective transmitter. A CAPA has been initiated for this issue.